Manufacturer narrative:
The patient is (B)(6). An event regarding infection involving a triathlon insert was reported. The event was confirmed. There is no evidence that factors related to the prosthetic components were responsible for this infected left total knee arthroplasty requiring two-stage revision surgery three years and nine months post primary implantation. Device history review: there have been no reported discrepancies related to the investigation for the referenced lot or sterile lot. Complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device as well as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Manufacturer narrative:
Additional devices listed in this report: cat 5526-b-500, lot slmyl, description: triathlon prim bead pa sze5 bp. Cat 5517-f-501, lot unknown, description: triathlon p/a cr beaded #5l. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
It was reported that the patient's left knee was revised to due infection. The sales rep was not made aware of the revision until the 2nd stage of the stage two revision.

Event description:
It was reported that the patient's left knee was revised to due infection. The sales rep was not made aware of the revision until the 2nd stage of the stage two revision.